Manufacturer narrative:
The reported issue that large volume pump (lvp) display boards needed to be replaced was confirmed on 10 out of 10 of the returned display board assemblies. Physical inspection of each board was performed and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible but not enough to easily determine the number that is expected to display. Testing results identified all the returned 9 lvp display board assemblies had dim segments. The exact root cause of the customer¿s report that large volume pump (lvp) display boards needed to be replaced was not identified; however prior failure investigation identified the probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: review of the s/n (B)(6) service history record showed the device had a manufacture date of 11oct2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 19nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only display boards were provided for investigation.

Event description:
It was reported that 10 large volume pump (lvp) display boards needed to be replaced.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that that 10 large volume pump (lvp) display boards needed to be replaced.